Event description:
It was reported that infusion set adhesive patch and cannula housing detached from spring prior to insertion, during needle guard removal step on (B)(6) 2026. The patient customer replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.